Event description:
The customer reported that the 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien customer support engineer (cse) upgraded to 10.4 the graphical user interface (gui) display. Unit passed all testing.